Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information was received that an alert was detected for right atrial automatic threshold (raat) suspension in this crt-d. Technical services (ts) reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER). Further review of stored device data in the remote home monitoring system noted that the device exhibited oversensing of noise on the atrial channel. Ts recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.